Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic partial nephrectomy procedure on (B)(6) 2017 and implantable suture clips were used. During the procedure, the surgeon experienced difficulties with the clips not fastening. There were no patient consequences reported. Additional information has been requested.